Event description:
Allergan aesthetics received a report of a male patient was treated on (B)(6) 2015 with 1 cycle of cool max to lower abdomen using cool max following treatment, the patient had developed an area of hyperplasia. Date of onset was reported on (B)(6) 2015,it was very obvious increase in size by 90 days post treatment. On (B)(6) 2015 the patient has developed paradoxical hyperplasia in lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient was treated on (B)(6) 2015 with 1 cycle of cool max to lower abdomen using cool max following treatment, the patient had developed an area of hyperplasia. Date of onset was reported on (B)(6) 2015,it was very obvious increase in size by 90 days post treatment. On 22-jan-2015 the patient has developed paradoxical hyperplasia in lower abdomen.